Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported problem. No parts were replaced associated with this event. The unit passed extended self testing.